Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, repositioning was attempted because they were getting high thresholds after screwing out the lead. A couple of different sites were tried, all with high thresholds. On the fourth attempt, the physician was attempting to extend the screw to fix in the myocardium and the screw was found to be stuck inside of the lead and was not coming out. The lead was then taken out to check for the extending screw, but they were unable to check. A different lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.